Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary a report was received that a humapen memoir device display was only showing occasionally and only displaying half of the digits. Investigation of the returned device (batch 1006c01, manufactured june 2010) determined the root cause is a deficient bond between the cable and the lcd glass. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Corrective action deficient bond - a corrective action was implemented (B)(4). Improper use and storage - there is no evidence of improper use or storage.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir display was only showing occasionally with only half of the digits. The humapen memoir was associated with product complaint (B)(4). The user and the user's training status were not provided. The duration of use was not provided. The pen was returned to the manufacturer (B)(4)-2011. Update (B)(4)-2011: additional information received (B)(4)-2011 via the global product complaint database. Added device specific safety summary, added returned to manufacturer date, and updated device fields.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir display was only showing occasionally with only half of the digits. The humapen memoir was associated with product complaint (B)(4) / lot 1006c01. The user and the user's training status were not provided. The duration of use was not provided. Return status of the pen was not provided.